Manufacturer narrative:
This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly. Additional information has been requested from the initial reporter and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced acute cardiac arrest and expired, which is alleged to have been due to the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced acute cardiac arrest and expired, which is alleged to have been due to the use of the product.